Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 12 mg/ml of hydromorphone at 3.4 mg/day, 800 mcg/ml of clonidine at 226.4 mcg/day, and 14 mg/ml of bupivacaine at 3.97 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, it was reported that a motor stall occurred and the patient experienced withdrawal. The motor stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018. The hcp confirmed that the patient did not have an MRI at that time. The patient reported that they had flu-like symptoms around that time, but then got better and assumed it was the flu and recovered. The hcp believed that these symptoms were likely withdrawal. It was also reported that a pump alarm occurred on (B)(6) 2018. The patient thought they heard a noise coming from the pump, but the interval did not match either alarms. Neither the patient nor his wife felt that the noise sounded like either alarm after an alarm test. The patient's pump logs were checked, but telemetry did not confirm an alarm and the reason for the alarm was unknown. The hcp noted that they would consider replacing the pump. No further complications were reported.

Manufacturer narrative:
The event is now reportable for serious injury, as pump replacement has been scheduled. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that the cause of the noise coming from the pump was ¿unknown/not determined.¿ the patient was scheduled for a pump replacement ¿this month¿ (B)(6) 2018 and they had been given oral medication until then. The issue had not yet been resolved, the pump replacement was scheduled and were waiting for insurance authorization. The pump will be returned for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. It was reported that ¿the pump was mailed back at the end of last week. And yes the md is aware we are sending it back and a motor stall occurred.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient "acted like they were going through withdrawal." The pump alarm was going off however, the pump logs do not show an active alarm. A motor stall was seen at initial interrogation. It was unknown if the patient recently had magnetic resonance imaging (MRI). The date on the clinician programmer (8840) was wrong and currently shows that it was (B)(6) 2018. On (B)(6) 2018 the pump logs show a motor stall and it recovered the same day. The motor stall shows a date of (B)(6) 2018 but the 8840 date was incorrect. Based on the incorrect date the motor stall would have been one month ago. The pump was being replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Correct to reflect the accurate adverse event designation of the event. If information is provided in the future, a supplemental report will be issued.